Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported under infusion could not be tested due to an unrelated issue however, the device underwent flow rate testing during the repair process with passing results before being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during preventative maintenance testing. The device was tested at 200ml at a volume to be infused of 50ml, the resulting volume was below 47.5ml infused (exact amount unknown). There was no patient involvement. No additional information is available.